Event description:
It was reported the customer had a low blood glucose event at the end of (B)(6) 2014. Customer's blood glucose was 20 mg/dl at the time of admission. The customer stated they were unconscious from their low blood glucose, requiring the paramedics to be called. The customer stated they were not admitted into the hospital. It was also found the customer's low blood glucose was caused by stress. It was also found the customer's sensor had inaccurate readings. The customer was disconnected from the call before troubleshooting could occur. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.